Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the stomach of the patient in a laparoscopic gastrectomy, the device could not fire. They used a new manual stapler to complete the case. There was no patient injury.